Event description:
Parenteral nutrition fluid leak around indwelling central venous catheter (broviac) cutaneous exit site in this child with parenteral nutrition-associated liver disease and short bowel syndrome who awaits liver / pancreas / intestinal transplantation. Examination demonstrated some skin breakdown at the site. Broviac catheter replaced on the above-referenced date. Subsequent healing of skin breakdown following replacement of existing occlusive dressing with less allergenic substitute. Diagnosis for use: intestinal failure-associated; liver disease.